Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.  Echo provided by the site was reviewed and the following was seen: valve deployed canted within mitral annuloplasty ring, and mitral valve with central leak.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing process, all sapein 3 valves are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions; leaflets are 100% tested; prior to final packaging, 100% visual inspection is performed. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed no additional complaints relating to valve regurgitation central leak or valve canted.  A review of complaint history for the sapien 3 (all sizes) revealed other similar complaints for valve central leak. No manufacturing non-conformances were identified during evaluations, available information suggested that procedural factors may have contributed to the events. No other similar complaints were found for valve canted.  A review of complaint history revealed that the complaint occurrence rates did not exceed the control limit for the trend categories.  The complaints for central leak, and valve canted were confirmed based on imagery provided by the facility. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve replacement procedure.  It should be noted that the thv was deployed in an edwards annuloplasty ring in the mitral position. The sapein 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement in europe. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. As stated in the complaint description, after the valve was implanted, ¿the native anterior mitral leaflet was still working¿. This indicates that the valve may have not been deployed properly, leading to native leaflet overhang. The overhang native leaflet may have prevented the sapein 3 valve from functioning properly, leading to central leak. However, due to the angle of the echo provided, it is not possible to confirm this root cause.  Since no product non-conformance or IFU/training deficiencies were identified during this investigation, and the occurrence rate did not exceed the complaint trending control limits, corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transcatheter mitral valve replacement (tmvr) with a 26mm sapien 3 (s3) valve in a previously implanted 30mm surgical ring, the s3 valve was implanted in a 15% left atrium. The tee showed severe transvalvular insufficiency, without paravalvular leak (pvl), and the native anterior mitral leaflet (aml) was still working. A second valve was implanted into the first s3 valve 10% towards the left atrium with acceptable result. However, due to the implant of the second valve, the physio ring was broken at one part. Patient condition is stable. No other actions were planned to remove the broken ring.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.